Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: it was erroneously reported in the previous medwatch report that during repair, it was determined that the device had component damage. Upon further investigation, it was determined that this malfunctions did not occur, and the device had missing components.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of device fell apart- unattached, was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had component damage, was missing upper trigger and would not oscillate. It was further determined that the device failed pretest for check status of development, general condition, check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu function, check compatibility between colibri/sbd and colibri ii/sbd ii, check the function with epd-console:, check power with test bench, and lubricate. The assignable root cause was determined to be traced to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is relevant to the current reported condition. Investigation findings: the actual device was not returned for evaluation. However, a photographic image was submitted. Upon review of the image, it was identified that the device was falling apart ¿ unattached. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from canada that the reverse button of the small battery drive device was displaced from its original position. A photographic image was received from the customer. The photo was reviewed and compared to a known good unit. During the in-house review of the photographic image, it was observed that the complete upper trigger was missing from the handpiece and the device appeared to be worn. It was found that the device failed visual inspection. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.